Event description:
During laparoscopic gastric bypass, the linear cutter device stopped deploying the staple load. It had been working fine up until that point. After a number of unsuccessful attempts to get it to work, a new stapler was opened and worked. No harm to the patient.